Manufacturer narrative:
(B)(4). D10: item# (B)(6) lot# 3141238 biolox delta hd 12/14 36x+3.5. G2: foreign: country: australia. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately eleven months post implantation to lengthen the hip. The stem and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.